Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Biomed tech. Called in for help on error code 110.6021 on 8015 unit. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: the error code 110.6021 has to do with the keypad failure is detected during the post, will need to first replace front case w/keypad if that does not resolve the error next to replace is the logic board on unit confirm part number for logic board on 8015ls.